Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 processing module for one sample. The following results were provided: (sodium normal range 135-145 mmol/l, below 125 is critical). Sodium initial result = 112 mmol/l, autorepeat result = 140 mmol/l, repeat result on ((B)(6)) = 140 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 processing module for one sample. The following results were provided: (sodium normal range 135-145 mmol/l, below 125 is critical). Sodium initial result = 112 mmol/l, autorepeat result = 140 mmol/l, repeat result on (c461148) = 140 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Updated information in section d10 concomitant product: ict model removed the field service representative inspected the architect c4000, serial number (B)(6) and determined the tubing, ict pinch valve (rohs) the likely causes of the result issue. The part was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the tubing, ict pinch valve (rohs) or the architect c4000 processing module. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.